Event description:
A pt reported blood glucose results of 421mg/dl and 286mg/dl with a lifescan meter, performed within 10 minutes of each other. (Not within lifescan criteria for precision) the pt also stated the test would not start after blood application. The customer care rep performed troubleshooting and verified that test would not start. A medical professional was contacted for advice, advised to take insulin. No symptoms reported. The control solution test passed. Based on the info obtained for the pt there is indication the product malfunctioned. The meter was replaced and return expected.